Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 10x29mm omnilink elite referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the calcified, iliac artery. However, the 10x29 mm omnilink elite stent delivery system (sds) could not advance through the 6f introducer sheath and was difficult to remove from the 6f introducer sheath. An attempt was made to advance a 9x29mm omnilink elite sds through the 6f introducer sheath and it too did not advance through the sheath and there was difficulty removing the device from the 6f introducer. The 6f introducer sheath was replaced with a 7f introducer sheath and the 10x29 mm omnilink elite sds was able to advance through the sheath to complete the procedure. The 9x29mm omnilink elite sds was no longer needed as the 10x29 mm omnilink elite sds was used successfully to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficult to position was confirmed although the reported difficult to remove was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: the investigation was unable to determine a conclusive cause for the reported difficulties.